Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter displayed an error 5 message. On (B)(6) 2011, the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began on (B)(6) 2011 at 7:30am. The patient reported that she manages her diabetes with an insulin pump. The patient further stated that when the issue began she was not able to test and so did not know how to manage her diabetes routine. The patient reported that on (B)(6) 2011 at 8:00am, she became 'shaky and sweaty' which she associated with low blood glucose. The patient reported that on (B)(6) 2011 at 8:00am, she obtained a different lot of test strips and obtained a blood glucose result of '65mg/dl' on the subject meter. The patient stated that she ate and drank glucose tabs/gel as treatment due to the product issue. During troubleshooting, the cca confirmed the patient was using the proper testing technique. The patient reported to the mss that the issue occurred when using strips from a new vial. Switching to a different vial of strips, resolved the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (11/22/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the meter was tested and no faults were found. On (B)(6) 2011 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The 510(k) # is k073231.